Manufacturer narrative:
Device passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin pump error alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had alarm generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. The customer¿s blood glucose was unknown at the time of incident. Customer reports they were able to clear the alarm. Customer states they were able to rewind the pump. Customer reported that displacement test was successful at this time. Customer reported that pump error occurred second time. The insulin pump will be returned for analysis.